Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d284drg ICD, implanted: (B)(6) 2010. (B)(4)

Event description:
It was reported that there was a potential performance issue. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and left ventricular (lv) lead were explanted and replaced. No patient complications have been reported as a result of this event.